Event description:
Additional information was received which noted that shock impedance measurements gradually increased to 150 ohms. Commanded shocks were delivered, which resulted in shock impedance measurements of 89 ohms at 1.1 joules, and 104 ohms at maximum energy. The shock impedance alert was increased and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in the shock impedance measurements of up to 126 ohms. The right ventricular (rv) pacing impedance and threshold measurements were good, and there was no noise. The shock impedance alert was reprogrammed. Troubleshooting options were discussed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the shock impedance measurements increased to greater than 200 ohms. A 1.1 joule synchronized shock was delivered, which revealed a shock impedance measurement of 89 ohms. Then a 41 joule synchronized shock was delivered which revealed a shock impedance measurement of 104 ohms. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that multiple impedance tests were performed in the clinic. The patient was to continue follow up with their physician. No adverse patient effects were reported. The device remains in service.